Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Lead insulation damage was suspected but was not confirmed. The patient was stable and will continue to be monitored.